Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. Analysis of the complaint device revealed a break in the fiber prior to use, as reported. A manufacturing records review found no nonconformances and the root cause of the issue was not able to be determined; it is possible handling during procedure set up contributed to the issue.

Event description:
Whilst preparing the catheter I took it out of the plastic hoop and the tip fell off. No patient impact reported.